Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator had low atrial output. Analysis did find that the upper case, lower case and one side bail cover were broken and that the battery release was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator had low atrial output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.